Manufacturer narrative:
Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Device evaluation: the dt-6-xl device of lot involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: not applicable for use error complaints as per d00059858 rev 032 - table 1 - investigation requirements. Instructions for use/label. The notes section of the instructions for use (ifu0026), which accompanies this device instructs the user to "insert the multi-band ligator handle into the endoscope accessory channel following the instructions below for the appropriate endoscope. Olympus-see fig. 3a, pentax -see fig. 3b, fujinon-see fig. 3c". There is evidence to suggest that the customer did not follow the instructions for use, as incorrect size of endoscope was used. As per additional information provided "our warehouse manager mistakenly ordered the xl size instead of the standard size, so understandably there have been issues using the product with a standard gastroscope. This was therefore an error on our part that we had not previously noticed. The product has functioned flawlessly. So the statement referred to the endoscope." Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause was established. The user has not complied with the requirements of the IFU and/label. It may be noted incorrect size of endoscope was used, likely causing issue reported -the product sling would not pass through the endoscope's working channel. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary: according to the additional information received, the product sling would not pass through the endoscope's working channel. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects as a result of this occurrence. Investigation findings conclude a definitive root cause of use error was established. The user has not complied with the requirements of the IFU and/label. It may be noted incorrect size of endoscope was used, likely causing issue reported -the product sling would not pass through the endoscope's working channel. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required.

Event description:
It was noted at the start of the procedure that the product sling would not pass through the endoscope's working channel. The duration of the procedure was prolonged due to the faulty product.